Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed internal cannula tear is related to action #98586. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod experienced a communication error after approximately 4-24 hours of wear. This led to the patient¿s blood glucose levels increasing above 250 mg/dl. There was no medical intervention reported in relation to this event. The device was returned for investigation, and an internal cannula tear was identified.